Manufacturer narrative:
Additional reporter: (B)(6). Investigation summary on 08/19/2025: received one (1) picture of plum 150 ml burette set. There was leakage observed coming from where the spike connects to the tubing below it. The complaint of leakage can be confirmed. The probable cause cannot be determined without the return of the used set. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
Event occurred regarding a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in where it was stated in the report that "there was a leakage at the tube connection to filter vent and spike. There was patient involvement but there was no patient harm. There was one quantity affected.